Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 300-400 mg/dl. The customer declined troubleshoot for high blood glucose. The customer treated high blood glucose with bolus. The customer reported that the they received insulin flow blocked alarm and they tried all remedies but issue of insulin flow blocked alarm was unresolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarms were noted. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with minor scratched display window, case and keypad overlay.